Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board and an open c22 component on the defibrillator pca. The root cause for the open r45 resistor and c22 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functional testing.